Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. Unit was monitored for 24 hours and no device heating up anomalies noted. However after opening the pump, unit received with corroded motor home switch. The following were noted during visual inspection: minor scratches on case and corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump showed a battery failure when battery got over heated and swollen. Customer also reported corrosion in the battery compartment due to battery leakage. Customer is unable to complete troubleshooting. Customer reported that they burnt their skin due to heat. Insulin pump was returned for analysis.